Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to the philips response ctr (rc) that the ac power cord keeps coming out of the ac mains inlet connector. There was no report of pt involvement.